Event description:
The patient reported that per the safety notification, the patient went to the dentist and was instructed to discontinued aligner use because of being diagnosed with significant gum rescission/periodontitis.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.